Manufacturer narrative:
(B)(4). The ge service rep found the blown fuse in ac/dc module, then replaced the complete generator after replacing multiple parts in the generator. The system operates as intended.

Event description:
The customer reported that the system displayed generator errors.